Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found samples in this wl had typical rlu values, but there were 26 positive results (mostly consecutive). Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; only two wls reviewed were abnormal. Pas concluded the increase in positivity was due to improper sample-handling. Customer retested the worklist to confirm the true positive results and amended the previous results with clients. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, (B)(4), using assay lot 277789 on panther instrument sn (B)(4) which had an increase in positive samples. Results were reported, so customer informed patients that they would retest their samples. Customer was unaware if any treatment was given due to results being reported.